Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/12/2010 to the present date 09/30/2020 and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs. Also, there was a production failure q6 200115290 for test failure - 356.6710 channel error which does not correlate to the customer reported issue.

Event description:
Customer reported the device was broken / damaged. It was reported there was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported the device was broken / damaged. It was reported there was no patient involvement.